Event description:
Safety solenoid o2 leak. Ventilator physically working, had o2 leak. Blender module sent to manufacturer. Repaired, returned to facility, passed testing, returned to service.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================blender module sent to manufacturer to be repaired and was returned to facility to be back in service.